Event description:
During a review of a clinical manuscript, it was reported that two months after an x-stop procedure, the pt picked up their grandson and developed pain. After a general examination and x-ray, the treating physician suspected the pt's spinous process was fractured. A decompressive laminectomy was performed and the pt's status was good.

Manufacturer narrative:
F/u with reporting physician.